Event description:
It was reported that this implantable device displayed an unspecified error message. Information has been requested regarding the specific code and healthcare facility information, but a response has not yet been received. Further details were received that indicated the error message was attributed to the programmer, not the device. The programmer error was resolved via a reboot. No additional event details were able to be provided. At this time, the device remains implanted and no adverse patient effects were reported.

Event description:
It was reported that this implantable device displayed an unspecified error message. Information has been requested regarding the specific code and healthcare facility information, but a response has not yet been received. At this time, the device remains implanted and no adverse patient effects were reported.